Event description:
It was reported that customer experienced high blood glucose (bg) level of 540 mg/dl and had an unspecified level of ketones present. The cause of the high bg was unknown. A manual insulin injection was administered to address bg. Tandem technical support performed a pump system check and verified the pump functioned as intended.